Event description:
It was reported that a collar fracture occured. Vascular access was obtained through the target lesion. A 6f guidezilla together with a 2.50 x 32 synergy was selected for use. During the procedure, it was noted that the stent was unable to pass through the collar, and insertion was discontinued. When the device was removed from the patient. It was noted that the collar was found to be lifted, and usage of device was stopped. The procedure was completed with a different device. No patient complications reported. Patient is stable post procedure.